Event description:
The tip of the basket would not close all the way. The device was found to be faulty and was removed from service. It was replaced with a functioning device. There was no patient harm. I spoke with the charge nurse in the operating room (or), who stated that this is a recurring problem and that there is a transitioning occurring to another company.what was the original intended procedure?left percutaneous nephrolithotomy.device #1is this a laboratory device or laboratory test?no.